Event description:
As reported, in 2004, this pt was implanted with gore excluder aaa endoprostheses. Post-operatively the pt developed a fever and was placed on antibiotics. In 2005, CT demonstrated a left psoas fluid collection that was suspicious for abscess. A computed tomography guided drainage of the pelvic abscess revealed enterococcus, lactobacillus, streptococcus viridans and bacteriodes. In 2006, the devices were explanted. On ten days earlier, the pt was taken off antibiotics and is following up with routine care with his local physician.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Infection. Also implanted in the pt pxc141200/lot# 042170218 and pxc121200/lot# 041240701.